Event description:
A physician reported that a patient underwent a one-day lens-sparing vitrectomy with silicon oil (so) tamponade for rhegmatogenous retinal detachment of the left eye. Two months later post-operatively, so removal was performed but he patient had decreased visual acuity. Three months later, the patient complained of discomfort and vision loss in the left eye. The patient had normal intra-ocular pressure (iop). Fundus examination revealed an upper retinal photocoagulation scar and so particles adhering to the residual vitreous. There were no abnormal findings in the right eye other than a mild cataract. Based on the above findings, the patient was diagnosed with a foreign body (residual so particles) in the left eye and concomitant cataract. A transciliary vitrectomy with phacoemulsification and intra-ocular lens (iol) insertion was performed under a wide-angle funduscopic observation system. The residual vitreous and free so particles were removed and the surgery was completed without any treatment to the retina. Two weeks later, the patient's visual acuity was recovered and no so particles were evident in the fundus examination. The patient's discomfort was resolved and made a satisfactory recovery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in section h.6 (FDA product codes). Additional information is provided in sections h.6 and h.10. No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. The root cause of complaint condition could not be determined. Potential root cause includes: ¿ solution quality issue ¿ highly unlikely, as chemistry and microbiology data is reviewed and verified to meet regulatory requirements prior to release. ¿ consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. ¿ event outside of manufacturer's control (product storage, use, and surgical practice); this could not be confirmed. The product labeling provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).